Event description:
On (B)(6) 2025, prior to an angioplasty procedure using the dorado pta balloon, it was reported that the metal dilator and plastic balloon covering could not be removed. It was further noted that the balloon had detached from the catheter. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, a complete circumferential break was noted at the proximal balloon joint. The balloon protector was received offloaded along with a stylet. Blood residue was observed on the catheter shaft. No functional testing was not performed due to returned condition of the device. Therefore, the investigation is inconclusive for the reported difficult to remove packaging material as no evidence of the failure could be determined. However, the investigation is unconfirmed for the reported detachment as no detachment was noted to the device. The investigation is confirmed for the identified break as circumferential break was noted at the proximal balloon joint. A definitive root cause for the reported detachment and difficult to open or remove packaging material and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to an angioplasty procedure using the dorado pta balloon, it was reported that the metal dilator and plastic balloon covering could not be removed. It was further noted that the balloon had detached from the catheter. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (lit; dqy). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.